Manufacturer narrative:
(B)(4) - the review of the manufacturing paperwork verified that the lots met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of a thoracic aortic aneurysm using gore® tag® thoracic endoprostheses. It was planned to implant the endoprosthesis (tgu454515j/14544263) just distal to the left common carotid artery, so right axillary artery-left axillary artery bypass was made before the procedure. However, the endoprosthesis was moved to proximal during deployment, and the orifice of the left common carotid artery (almost all portion) was unintentionally covered. The left common carotid artery was exposed, and a stent (epic) was implanted to the artery to restore blood flow. The other endoprosthesis (tgu404015j/15654340) was implanted distal to the already implanted endoprosthesis. The origin of the left subclavian artery was then embolized with vascular plugs. Touch-up was performed. After that, intra-procedure angiography confirmed that blood flow to the left common carotid artery was successfully improved, and the procedure was concluded. The patient tolerated the procedure. On the same day after the patient woke up from the anesthesia, the patient experienced decreased consciousness. Computed tomography (CT) angiography showed that the proximal end of the stent implanted in the left common carotid artery was collapsed by the endoprosthesis. Another stent (omnilink) was additionally implanted inside the stent to restore blood flow. The level of the consciousness was improved after the implantation of the stent. On (B)(6) 2016, the patient developed symptom (detail unknown) of cerebral infarction. On (B)(6) 2016, CT was performed and the diagnosis of cerebral infarction was made. The patient was monitored.